Event description:
It was reported, during a state inspection of the 9800 system, that the dose limit exceeded the nevada specified limit. Fluoro max was at 7.60. It was also mentioned that fm=15072 was open. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Checked primary and secondary collimator instructions and both part numbers were correct. Adjusted the ma limit to meet the dose requirements. The system was tested and found to be working as intended and placed back into service.